Event description:
It was reported that this lead was capped due to it dislodged. The lead exhibited loss of capture (loc). A new lead was successfully implanted. No additional adverse patient effects were reported.